Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced because it delivered two inappropriate tachy shocks with very low shock impedances, (less than 20 j). This crt-d is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.